Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that a few weeks ago, patient began having trouble connecting to ins with recharger and repositioning didn't resolve the issue completely. Caller stated that issue progressed so got harder and harder to connect, and they would see a number come up on the screen shortly after they started to charge. Caller stated last night, patient noticed that the recharger cord and power box in the middle of that cord are hot. They noticed that the recharger drained the controller from 70% to dead in 20 minutes. Repair noted the recharger was unable to connect to the ins. No symptoms were reported. No further complications were reported/anticipated. Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that in the last few weeks they are having problems with the donut/ paddle connecting to implant to charge and in the last couple weeks it's getting worse to recharge the implant. Patient services (ps) asked caller and patient to check for damage on the rtm and caller and patient said there is no damage to rtm and rtm does not get hot. Caller stated the controller showed the passive recharge state screen and they have seen the passive recharge screen before and after a while they will get the normal recharging screen. Caller stated they had issue last year and spoke with rep cory lee and the rtm was replaced. The issue was not resolved through troubleshooting. Ps confirmed no falls or trauma. An email was sent to the repair department to replace the rtm device. It was reported that controller charging port had missing pins. Ps asked caller to check the software version on the controller and caller provided 3.0 software version. Ins 60% and controller 80% charged. An email was sent to the repair department to replace the controller device. Additional information received from the patient and a manufacturer representative. It was reported that patient was trying to set up the new controller they noted that their ins battery was empty. They later called back and the ins was fully charged. The patient was successfully able to set the correct day and time. Everything was working as designed.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4), b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the recharger was scrapped due to corrosion on the connector pins. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.